Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with leads for deep brain stimulation (dbs) therapy for unknown symptoms. It was reported that the lead had high impedances and was never implanted. The lead was disconnected and re-connected several times with same results: 0<(>&<)>1 at 5619 ohms, 0 <(>&<)>2 at 5448 ohms and 0<(>&<)>3 at 5490 ohms. The lead was replaced and the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_stylet_acc, product type accessory. Analysis of the lead (lot #va0xc9r) found no anomaly. Analysis of the stylet accessory found a bent wire. Result code changed; conclusion code changed. Analysis results: product analysis #(B)(4):analysis information -- (B)(6) 2017 19:42:14 cst pli# 10 product ID# 3389s-40 the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Product analysis #(B)(4): analysis information -- (B)(6) 201719:03:00 cst pli# 30 product ID# neu_stylet_acc analysis identified that the stylet wire was bent. Analysis determined the stylet wire was bent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code has replaced code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) does not apply to this event and was added in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.